Manufacturer narrative:
The patient bent down to pick up a rock and felt a "pop" in his back. He has considerable low back pain, but no other injuries. Patient will be revised on (B)(6) 2018. (B)(4). Exemption e2017030.

Event description:
The patient bent down to pick up a rock and felt a "pop" in his back. He has considerable low back pain, but no other injuries. Patient will be revised on (B)(6) 2018.